Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent called and reported experiencing high blood glucose of 600 mg/dl and diabetic ketoacidosis, due to bent infusion set cannulas. Caller stated customer's blood glucose went down to 100 mg/dl and then back up to 400 mg/dl. She treated with manual injection. The caller declined to troubleshoot, believing the issue to be the bent cannulas. The device will not be returning at this time for analysis.